Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a challenging tf tavr case, the esheath was placed within the patient¿s heavily calcified vessels successfully however, due to the calcium and moderate tortuosity, the valve and delivery system were unable to pass through a kinked segment. While the physician was pushing vigorously on the delivery system the esheath bowed and ruptured the right external iliac artery. The physician maintained wire access, removed the delivery system with valve and percutaneously repaired the torn vessel with a viabahn and two vbx stentgrafts. The patient received 2 units of blood. A second system was used to complete the case. The patient was extubated in the room and taken to the floor without further incident. The patient was doing fine the following morning.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned for evaluation as it was discarded. During manufacturing of the esheath, the sheath and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR and lot history review were unable to be performed as no work order information was provided. Complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath shaft ¿ kinked, bent¿ were unable to be confirmed; therefore a complaint history review is not required. Additionally, the occurrence rate did not exceed the august 2019 control limits for the trend categories of ¿resistance between devices¿ and ¿kinked, bent¿, respectively. Imagery was provided by the site, showing the patient¿s anatomy. The patient has calcification and tortuosity present in the access vessel. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm.  No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were unable to be confirmed as no device was returned and only patient imagery was provided. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from the packaging. As mentioned in the description of the event, patient¿s vessels were heavily calcified and because of the calcium and moderate tortuosity, the valve on the delivery system were unable to pass through the kinked portion of the esheath. Push force can vary due to the angle of insertion, vessel diameter, tortuosity, and degree of calcification. Tortuosity and calcification in the vessels can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. Calcification can prevent the sheath from fully expanding to allow for the delivery system to advance. With the presence of calcification/tortuosity in the access vessels, it is possible that patient factors contributed to high push force of the delivery system through the sheath. Subsequently, the excessive manipulation of the devices to overcome the resistance most likely led to the kinking of the sheath. While a definitive root cause is unable to be determine, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint events. Since to edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.